Event description:
When the lens was removed from the package, a haptic was found to be bent. The lens could not be used for the procedure.

Manufacturer narrative:
This medwatch was completed by the manufacturer.